Event description:
It was reported that the distal end of the tubing that connects to the urinary catheter was found to have an extra blue filter that caused an obstruction of urine from the patient to the bag. This caused urinary retention to the patient. Per follow up information received via ibc on 06oct2021, extra blue filter was there only on this product. No medications were given for urinary retention.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual inspection of the sample noted obvious visible observation of an extra blue luer stem at the end of the tubing. This does not meet the specification stating " the assembly must conform to the corresponding packaging drawing". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the distal end of the tubing that connects to the urinary catheter was found to have an extra blue filter that caused an obstruction of urine from the patient to the bag. This caused urinary retention to the patient. Per follow up information received via ibc on 06oct2021, extra blue filter was there only on this product. No medications were given for urinary retention.